Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board and power management board. The sensor board and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failing was due to flow sensor (mt5) being out of tolerance. The power management board was evaluated by the manufacturer's quality assurance laboratory for. During the investigation the root cause of the power management board failing was due to ferrite (e2).

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device would not power on. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. "Service required" codes were found in the ventilator's downloaded error log. The ventilator's power management board and sensor board were replaced to address the issues.